Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 x 2 implantable pacing leads (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation as a result of left ventricular (lv) lead pacing after the initial implant of the lead. The lead was programmed off at that time. It was further reported that subsequently during a generator change for normal battery depletion the lead was noted to have high thresholds and no capture at the maximum output. The lead was capped and replaced. No further patient complications have been reported as a result of this event.